Event description:
Hosp. Staff report that during a cardiac arrest, the device screen went blank and the service light came on. A back up device was obtained and care to the pt was continued. The pt was resuscitated.